Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. Concomitant products: axs total psa ln: 7k53-20 lot: 93246lf01 expires: 26 sep 2011. Expiration date of free psa lot 93233lf00: 01 oct 2011.

Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site and replaced the fmi pump and the ptfe tubing sets. The fsr verified acceptable axsym analyzer performance after service was completed. The axsym system operation manual (list no.09a26-06) and the total psa package insert (49-3233/r3) contain information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the current available information and this evaluation, no deficiency was identified for the axsym analyzer list no. 07a83-01 related to the issue currently under evaluation. Review of complaint tracking and trending; field service intervention. Tubing.

Manufacturer narrative:
(B)(4).

Event description:
The customer states that falsely decreased results for one patient were generated on the axsym analyzer for both the total psa and free psa assays. The customer provided the following information: free psa: 0.00 ng/ml, total psa: 0.00 ng/ml, date: (B)(6) 2011; na, 6.635, (B)(6) 2011; 0.530, 6.917, (B)(6) 2011. The initial results of 0.00 ng/ml for both assays were reported from the lab. There is no impact to patient management reported.